Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/ components to the vcare cervical elevator retractor; these are 1) the balloon, 2) the forward "cervical" cup, 3) the back or vaginal cup, 4) the locking assembly with thumb screw, and 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a xi robot laparoscopic hysterectomy, biliateral salpingo ophorectomy - bilateral on (B)(6) 2021 when it was reported "during hysterectomy procedure, surgeon removed the uterus. When the surgeon was examining the uterus, noticed that the balloon was not found in the uterus. Further search revealed the balloon was found next to the patient". The procedure was completed as planned and there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no component or fragmentation that came loose and in contact with the patient. The patient was listed in "good" status. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.